Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding lower glucose scan values while wearing the adc device compared to an hcp meter. A sensor scan of 40 mg/dl on (B)(6) 2022, the customer had symptoms of hypoglycemia described as shaking and sweating and was unable to treat themselves. Hcp contact was made after an unspecified amount of time where a glucose test of 180 mg/dl was obtained on the hcp meter. The customer was provided intravenous insulin by the hcp for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.